Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and recaptured multiple times. The closure device remained too proximal each time. The physician decided to attempt a 31mm wds instead. As the physician inserted the wds into the was, it was noted via imaging that the patient had a growing pericardial effusion. The physician continued the procedure and deployed the 31mm wds multiple times but ultimately was not successful in implanting the device in the laa of the patient. The procedure was ended with no closure device implanted. The pericardial effusion was still growing so the physician performed a pericardiocentesis. 415cc of blood was drained from the patient. No other complications were reported to have occurred, and the patient is expected to make a full recovery from this event.